Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon was initially using a competitor's hemorrhoid stapler. This device misfired. He then tried to retrieve the procedure using this device and this also misfired. Staples were malformed and the anastomosis was incomplete. He then fired another competitor's stapler and it also misfired. The procedure was completed successfully using suture. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be filed.

Event description:
The purchasing agent at customer's facility called baxter technical service on 3/15/10, to report a rental infusor pump that alarmed during a surgical procedure. On 3/23/10, the facility's anesthesiologist reported that the pump alarmed about 10 minutes after pump started infusing diprivan to a female patient causing an interruption of therapy. The batteries were changed and pump still did not work. The anesthesiologist then started to administer the diprivan manually to the patient. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available.